Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the implant, when the doctor was repositioning the right atrium lead, the grommet was popped out and was not be able to use. Doctor covered the set screw with medical adhesive/silicone to prevent any current leakage. The lead was still in use. No patient complications have been reported as a result of this event.